Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, the wife of a (B)(6) male patient contacted zoll customer support to report that the patient has a wound from recent heart surgery that the vest digs into a causes bleeding on the patient's chest. The patient's wife stated that they would follow up with the condition of the irritation with the patient's doctor. There was no further follow-up information on the condition of the irritated area.

Manufacturer narrative:
Device evaluation summary - biocompatibility testing to iso 10992 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.